Manufacturer narrative:
(B)(4). One (1) expedium quick connect screw driver [product code: 2797-12-400, lot number: mi34615] was returned to the complaint handling unit (chu) for evaluation. Visual inspection has revealed that a fracture was located at the driver¿s distal tip. The second half of the tip was not provided with the part. The device was then sent to fracture analysis. Fracture analysis suggests that the driver underwent a quasi-static overload torsional shear failure starting at the hex lobes and extending to the center of the shaft. No material defects or other abnormalities were observed in this analysis. A hardness test was also performed, and the device was within specifications. DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. A trend analysis was conducted. As a result, no further complaint actions are required. The root cause for the distal tip of the screwdriver breaking cannot be positively determined. However, fracture analysis suggests that the driver underwent a quasi-static overload torsional shear failure starting at the hex lobes and extending to the center of the shaft. No systemic trends were observed in this complaint file. Therefore, this complaint file will be closed with no further action required.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During surgery an 8 mm cortical fix screw was inserted into the pedicle. During insertion the tip of the quick connect expedium screwdriver broke off. The broken tip was not retrieved from the patient and is still wedged in the recess of the screwhead. As this is covered by the rod there is no possibility this part can move freely. There was no surgery delay. No adverse effects were reported for the patient. The surgery could be completed with a second screwdriver available in the set.